Event description:
Issues identified with bd(becton dickinson) insyte autoguard bc IV catheters. Multiple catheters noted to have dull or bent bevel, difficulties advancing/threading. Trend identified with multiple facilities and different staff members experiencing same issues with this brand of ivs.